Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was not starting up. Upon troubleshooting, the fse found "starting the radiological system in progress" message at startup, and the complete blue bar but the application does not start. To resolve this issue, the fse reloaded the software on the suite pc, which resulted in a positive outcome. After that, the system was returned to a good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.